Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having an MRI. The caller believed that the patient had just been implanted with the pump the day before and now they had urinary incontinence. The caller had no other information. No further complications were reported. Additional information was received from a patient who was receiving dilaudid at an unknown dose and concentration. The patient reported that the pump wasn't working. The patient reported that the pump was a "total fail from the get go." The healthcare professional (hcp) put the wrong drug in the pump, the pump was never turned on, and none of the external stuff worked. The patient saw a hcp and they couldn't turn it on as they weren't at the proper office. The patient would have to go back to see the hcp at the proper office. The patient reported that they were in so much pain that they were "locked up and looked like a hunchback," and needed to get shots in the spine, neck, and shoulders. The patient reported that the pain from the implant surgery and their normal pain was just too much. The patient reported that day 2 after the surgery they couldn't urinate. The patient went to the ER and the ER called the managing physician who never called back. The patient had a bladder ultrasound as they couldn't get much out. It was reported that nothing was working , and no proof could be found that it was working. It was reported that everything was hooked up correctly. The patient reported that the MRI "confirmed the pump was not working." The patient reported that they still could not urinate and they believe it's due to the pain from the pump. The patient reported that the boluses were not activated either. No further complications were reported.